Event description:
It was reported to boston scientific corporation that a endovive peg kit, (exact upn is unknown), in conjunction with a two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advanced stage parkinson's disease. The peg was placed on (B)(6) 2010. According to the complainant, on (B)(6)2011 during rinsing, the peg tube burst which caused it to leak. The patient went to the emergency room where a dressing, (exact type is unknown), was placed onto the peg to stop the leaking. The peg tube was cracked and clogged. It was reported it cracked due to crushed tablets. A new endovive peg kit in conjunction with a two port through the peg jejunal feeding tube (j-tube) was placed on (B)(6) 2011. The patient's condition was reported to be good and there was no interruption with the administration of duodopa.

Event description:
It was reported to boston scientific corporation that a endovive peg kit, (exact upn is unknown), in conjunction with a two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advanced stage parkinson's disease. The peg was placed on (B)(6) 2010. According to the complainant, on (B)(6) 2011 during rinsing, the peg tube burst which caused it to leak. The patient went to the emergency room where a dressing, (exact type is unknown), was placed onto the peg to stop the leaking. The peg tube was cracked and clogged. It was reported it cracked due to crushed tablets. A new endovive peg kit in conjunction with a two port through the peg jejunal feeding tube (j-tube) was placed on (B)(6) 2011. The patient's condition was reported to be good and there was no interruption with the administration of duodopa.

Manufacturer narrative:
The complainant was unable to provide the catalog model number, suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.